Event description:
There were some connection issues during the implantation procedure when using the screwdriver packaged with the pacemaker (the screwdriver did not rattle). However, another screwdriver was used to tighten the leads; therefore, the pacemaker was implanted. An analysis of the screwdriver was requested.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.